Event description:
It was reported that a launcher guide catheter was being used during a pci procedure. Radial approach was used. After post dilated of a newly implanted stent in the rca it is reported that the launcher caused a dissection. A second stent was implanted as bailout. No other patient clinical sequelea were reported and the patient was later discharged from hospital.

Manufacturer narrative:
Procedural image review: a review of the case cine revealed no images that aided in root cause determination. The dissection was not visible on the film.

Manufacturer narrative:
Conclusion: vessel dissection, cine images have not been received for review, reported that launcher gc caused dissection of the rca during use. (B)(4)